Manufacturer narrative:
UDI: (B)(4). The edwards sapien 3 thv, edwards commander delivery system and accessories are under investigational use as an adjunct to surgery in the management of pediatric and adult patients with the following clinical conditions:  dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and: regurgitation: moderate regurgitation, and/or stenosis: mean rvot gradient = 35 mmhg. The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator).  The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator).  Potential risks associated with the overall procedure including access, cardiac catheterization, balloon valvuloplasty, local and/or general anesthesia include cardiovascular or vascular injury, such as perforation or damage (dissection) of vessels, myocardium, or valvular structures including rupture of the pulmonary rvot that my require intervention and device acute migration or malposition requiring intervention. Review of the pulmonic procedural training manual reveals the following instructions regarding landing zone sizing:  measure with angiography in multiple planes; ensure a non-compliant landing zone, eliminate any residual stenosis using standard techniques prior to placing the prosthesis. The training manual notes ¿placement of the thv in the proximity of stenosis can result in thv movement during deployment¿. In addition, the training manual indicates movement during initial deployment is possible; ¿a slow controlled inflation during initial deployment may help with stability of the delivery system and thv¿ in this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate it is possible the thv was placed near an area of pulmonary artery stenosis, resulting in the valve landing too pulmonic and the subsequent conversion to surgery.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist (fcs), the pulmonary artery (pa) in a pulmonic case was previously plicated and a 29mm s3 was deployed at the plicated area. The valve landed higher than expected creating a right pulmonary artery obstruction.  The delivery system was readvanced through the valve and inflated, the physicians attempted to pull the valve back into a better position.  They successfully ¿parked¿ it in the main pa and did not see any perivalvular leak assessed with tee; however pressures were taken that showed a possible right pulmonary artery (rpa) narrowing so a 20mm x 2mm non-edwards balloon was used to dilate the rpa.  While dilating the balloon, it interacted with the valve, tilting it towards the rpa.  The physicians decided to convert to surgical pulmonary valve replacement given the fact that the valve seemed unstable parked in the mpa.  The sapien 3 valve was explanted and a 27mm epic valve was implanted surgically.  The procedure was completed successfully.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.